Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on the (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported she was in the hospital for the two days prior to the call because of dka. Per documentation, the sensor was inaccurate. It was telling the patient she was low when she was actually high. At an unspecified moment, the egv was documented as 97 mg/dl while the bg was 278 mg/dl. The patient had unspecified symptoms of hyperglycemia. According to the report, the patient did not take other medication due to the inaccurate readings. Attempts to contact the patient for more information were not successful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.